Manufacturer narrative:
Reportable malfunction with inoflo ds (B)(4) was created as (B)(4). Pin 6 in the injector module receptacle was damaged. It was recommended that the faulty 90164 im receptacle cable be replaced due to this finding. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was recessed pin 6 on injector module receptacle. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event /serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2017-00053).

Event description:
On (B)(6) 2018, mallinckrodt was notified that the injector module (im) receptacle was damaged with for inoflo ds (B)(4) analysis of the photograph provided indicated that pins 2, 6, and 7 were recessed. There was no impact or harm to the patient reported. This match was found during visual inspection of the photograph sent by the complainant. This is being reported as a damaged or recessed im receptacle pin 6 is considered a reportable malfunction.